Event description:
It was reported that the patient experienced no stimulation. It was stated that the patient was severely rear-ended on a recent trip to (B)(6). It was stated that the motor vehicle accident took place on (B)(6) 2012 and since then the patient's device had not produced stimulation. It was noted that the vehicle had (B)(6) worth of damage. It was further stated that the patient was now in (B)(6) for the foreseeable future. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).